Event description:
User felt symptoms and test result came out as a negative for covid, however they followed up by testing with another brand and received a positive result.

Manufacturer narrative:
Attempts were made to contact the user through amazon, and no response was provided, resulting in insufficient information for an investigation or refund.